Event description:
A malfunction alarm was reported by the customer, identified as "malf 9." There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by guiding the customer through the process of resetting the pump, ensuring the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if the issue reappeared, which the customer understood and acknowledged.